Manufacturer narrative:
The MDR supplemental report is being submitted to provide updated fields and final investigation results. The device was not returned for evaluation and as a result, the customer's allegation could not be not confirmed. A definitive root cause could not be identified. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor the performance of this device.

Event description:
It was reported the single use aspiration needle's puncture needle was disconnected and damaged, it cannot be used normally. The issue occurred during unknown procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional.

Event description:
It was reported the single use aspiration needle's puncture needle was disconnected and damaged, it cannot be used normally. The issue occurred during unknown procedure. There were no reports of patient harm.